Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported by contact to the emergency room (ER) and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 2300 mg/dl and diabetic ketoacidosis. Reportedly, the customer experienced walking difficulty, numbness and breathing and speech difficulty due to feeding tube. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2023 with no permanent damage. Reportedly, the pump battery could not be charged and the customer was using a non-tandem charging cable in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd charging cable. Additionally, it was reported that the pump battery was depleting quickly. No additional information was provided and the customer declined further troubleshooting with tandem technical support.